Event description:
A valiant cap stent graft system was implanted for the endovascular treatment of a 56 mm in diameter thoracic aortic aneurysm on. At implant, the proximal neck measured 29-30 mm in diameter and 30 mm in length. The distal neck measured 29 mm in diameter. Thrombus and calcification was not present. It was reported that films were reviewed and a proximal and distal type I endoleak were observed. The proximal neck measured 32-30-32 mm in diameter and 40 mm in length. The distal neck measured 39 mm in diameter. The proximal neck angulation was approximately 90 degree. Thrombus and calcification were present at the proximal and distal implantation site. The patient had a carotid to subclavian bypass performed approximately prior to the secondary intervention. The physician performed a secondary intervention and implanted a two valiant devices, covering from the left carotid to about 3 centimeters above the celiac artery, resolving the endoleaks. The physician believes that the cause of the endoleaks was due to disease progression. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression; proximal and distal thoracic neck dilatation. Conclusion: endoleak. Disease progression; proximal and distal thoracic neck dilatation.